Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the door was adjusted and the system was re-homed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry will not close. No patient.